Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, additional device evaluation findings and the device history record (DHR) review. The device evaluation found that the device could not be pressed on/off, the power switch was defective and there was dust and rust inside the device. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the power switch to make it more durable, therefore the power switch failed due to the amount of operating force applied to the power switch and the number of times used. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was evaluated onsite by a field technician. The evaluation found that the power switch could not be turned on due to failure of the power switch mechanism. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power switch was "defective." Upon evaluation of the device by an olympus field service representative, it was determined the power switch could not be turned on. This report is submitted due to the malfunction of power switch could not be turned on. There was no patient injury, associated with the problem, reported to olympus.